Manufacturer narrative:
1. Complaint description: leakage at septum. 2. DHR/bhr review: (1)the batch number of the complained product is 3136600, is 24g and product code is 383715, produced on 2023/06, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 3.the customer did not return samples or photos,cannot confirm the specific defect situation. 4. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: 1)damage to the septum from the raw material damage or septum damaged during the septum assembly process can result in leakage after the needle is removed, which can cause persistent leakage. 2) in the process of needle removal, too slow needle removal speed will lead to a drop of blood from the tail of the septum when the needle is removed, but the product will not continue to leakage. In this case, the needle can be removed at normal speed to avoid it ; 3) if the patient's arm is tied tight during the puncture, it will cause great pressure in the blood vessel, and blood will come out with the needle when the needle is removed, but the subsequent blood leakage will not be sustained. In summary,the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the trend of the defect complaint. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn non-pvc blood leaks out of control plug. The following information was provided by the initial reporter; blood leakage at the isolation plug after withdrawal of the needle insert during puncture by a nurse.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.